Event description:
A caller reported an alarm 2 related to an occlusion issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including disconnecting tubing and delivering boluses. After successful completion of a 9-unit bolus with an empty cartridge, the customer was advised to replace supplies as necessary and resume insulin therapy.